Manufacturer narrative:
Report # 1718912-2017-00025 is associated with (B)(4), biotene moisturizing mouth spray (2013 formulation).

Event description:
Lipid or lipoid pneumonia [lipid pneumonia]. Case description: this case was reported by a consumer via call center representative and described the occurrence of lipid pneumonia in a female patient who received glycerin (biotene moisturizing mouth spray (2013 formulation)) oromucosal spray for drug use for unknown indication. On an unknown date, the patient started biotene moisturizing mouth spray (2013 formulation) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene moisturizing mouth spray (2013 formulation), the patient experienced lipid pneumonia (serious criteria gsk medically significant). The action taken with biotene moisturizing mouth spray (2013 formulation) was unknown. On an unknown date, the outcome of the lipid pneumonia was not recovered/not resolved. The reporter considered the lipid pneumonia to be related to biotene moisturizing mouth spray (2013 formulation). Additional details: the consumer indicated that it was lipid or lipoid pneumonia caused by biotene moisturizing mouth spray from the easy to inhale oils from this product.